Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6) on 21-dec-2017. The most recent information was received on 05-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. 862007) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), menorrhagia ("heavy menstrual bleeding"), skin disorder ("skin problems"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with levonorgestrel (mirena) and surgery (hysteroscopy, essure implants and fallopian tubes laparoscopically removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, skin disorder, alopecia and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, menorrhagia and skin disorder with essure. The reporter commented: her symptoms started after essure insertion. It was also reported that with mirena the bleedings have been absent. Case# for mirena: (B)(4) due to amenorrhea. Most recent follow-up information incorporated above includes: on 5-feb-2018: essure lot number added (862007). Hysteroscopy was performed on (B)(6) 2017, mirena was removed due to visibility and a new mirena was inserted. It is not known if symptoms ended after essure removal. No further clinical information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6) on 21-dec-2017. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. 862007 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), menorrhagia ("heavy menstrual bleeding"), skin disorder ("skin problems"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with levonorgestrel (mirena) and surgery (hysteroscopy, essure implants and fallopian tubes laparoscopically removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, skin disorder, alopecia and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, menorrhagia and skin disorder with essure. The reporter commented: her symptoms started after essure insertion. It was also reported that with mirena the bleedings have been absent. Case# for (B)(6): (B)(4) due to amenorrhea. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 01-mar-2018 for the following meddra pt (excluding this case): abdominal pain lower: 973 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-mar-2018: quality-safety evaluation of ptc. Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 21-dec-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included levonorgestrel (mirena) in 2016 for bleeding menstrual heavy and pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), skin disorder ("skin problems"), alopecia ("hair loss"), arthralgia ("joint pain"), menorrhagia ("heavy menstrual bleeding") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (hysteroscopy, essure implants and fallopian tubes removal was performed on (B)(6) 2017 by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, skin disorder, alopecia, arthralgia, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, menorrhagia and skin disorder with essure. The reporter commented: her symptoms started after essure insertion. It was also reported that with mirena the bleedings have been absent. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 881 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority valvira (2017-2489) on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included levonorgestrel (mirena) in 2016 for bleeding menstrual heavy and pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), skin disorder ("skin problems"), alopecia ("hair loss"), arthralgia ("joint pain"), menorrhagia ("heavy menstrual bleeding") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (hysterocopy, essure implants and fallopian tubes removal was performed on (B)(6) 2017 by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, skin disorder, alopecia, arthralgia, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, menorrhagia and skin disorder with essure. The reporter commented: her symptoms started after essure insertion. It was also reported that with mirena the bleedings have been absent. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 2991 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.